Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. No alarms related to complaint in alarm history. The pump was programmed with a 2.0u/hr basal rate and exercised for 24 hours; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing. No delivery defects found during delivery accuracy testing. Pump passed and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 409mg/dl with drowsiness and polydypsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that basal delivery totals in tdd do not match active basal program total no known cause for variation. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.